Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient implanted with this neurostimulator and tined lead experienced a fall and their device stopped working. The patient went in for revision surgery, and it was discovered they had high impedance. The neurostimulator was intact in the pocket, but the lead was not connected to it. The x-ray showed the lead was out of the sacrum. The physician decided to explant the neurostimulator and tined lead without replacements. The patient will be reimplanted after they are healed.